Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va16lg8, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 05-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they fell and is now in the intensive care unit (ICU) (ICU presence is related to the fall and not to the device/therapy). They added that they have pain in their hip/in their buttock area where the lead is supposed to be. The patient noted they went in for an x-ray and the pain is in the back of their hip. They are now having trouble walking (as a result of the fall). They added that they turned on their device and felt stimulation going down their left and right leg. They added that they always felt stimulation in their right leg a little bit, but now it is in their other leg too. They wanted to know if the device would cause hip pain or could lead come out of place and cause pain. It was reviewed to have the device checked after the fall. The call center suggested decreasing stimulation, trying other programs, or turning the device off to see if the stimulation issue goes away. Patient noted they already tried other programs; they couldn't get rid of the stimulation issue. During the call, the patient synched to their ins which showed the ins was on; they were on program 3. The patient wanted to try another program, but their patient programmer (pp) only showed "sync now" (the call center suspected the patient was not synching after navigating to a different program and was just increasing or decreasing without changing the program; the pp was telling them to sync). The patient also noted they get pain in both legs every time they sync. They added that they are experiencing so much pain in their hip that they scream whenever someone barely touches them in that area. The patient kept mentioning the device is connected to brain receptors and they think they have a problem with their lead. They added that "it sticks out, pushes itself out again" even though the healthcare provider (hcp) went in twice already. As a result of what was reported, the patient was going to follow up with their hcp. No further patient complications have been reported as a result of this event.